Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging the onetouch verioiq meter was reading inaccurately compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported 3 months prior to contacting lfs he obtained readings of ¿28.5 and 10.3mmol/l¿ in less than 20 minutes from one another. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=1.11mmol/l when obtained within 20 minutes. The patient reported using self adjusting insulin to manage his diabetes. The patient reported ¿in the afternoon¿ on an unknown date and time, he administered an additional 50 units of novarapid insulin as treatment. The patient denied developing any symptoms in response to the alleged issue and additional treatment. The patient did not report having any treatment from a healthcare professional. During the time of troubleshooting, the patient confirmed the meter was in the correct unit of measurement. The patient¿s test strips and test strips vial were in good condition. A control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to an adverse event. The patient¿s reported increase in insulin correlated with the reported high readings. In addition there is no indication that the patient¿s condition worsened since the patient did not report receiving any medical intervention from a healthcare professional. The patient did not report any symptoms or blood glucose readings which indicate an acute complication of diabetes occurred. However this compliant is being reported because the patient made a meter vs. Same meter comparison which meets lfs¿ criteria for precision reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (06/17/2014), the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.